Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer reported a helium loss on the pump and a red helium tank indicator. The fse inspected the iabp and was unable to duplicate the error. However, a recent error #37 indicating "iab disconnected" was observed in the diagnostic fault logs, and the iabp had the green helium indicator. The fse performed a full calibration of the iabp, including the helium tank transducers and cleaned the debris from the helium tank port on the cart. All functional and safety tests were performed to factory specifications and the iabp was returned to the customer for clinical use.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak related issue during use on a patient. No adverse event was reported.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak related issue during use on a patient. No adverse event was reported.